Event description:
It was reported that during a diagnostic endobronchial ultrasound (ebus) procedure; while using the broncho videoscope along with a single-use biopsy valve, a piece of the biopsy valve fell off into the patient¿s body when the biopsy forceps were inserted into the scope and reached the distal end of the scope. After the procedure, inspection of the biopsy valve revealed that the seal ring inside the biopsy valve was chipped. It is suspected that the seal ring may have fallen into the patient¿s body. While attempting to retrieve the fallen object, the patient began coughing, and the object was lost from view. The fallen object was not retrieved. It was unclear whether the object remained in the lung or the stomach. According to the physician, it is likely that the object was expelled toward the stomach as a result of the coughing. A lung examination was performed, but the fallen object could not be found. Additional information was received confirming that diagnostic imaging was used and the patient was under sedation during the procedure. The procedure was completed using the same device with a delay of more than 30 minutes. There were no further reports of patient harm.

Manufacturer narrative:
This report is linked to the following patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.